Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 657 (mg/dl). Customer went to the emergency room where they were treated with insulin and intravenous fluids. Customer's bgs stabilized and they were released the same day.